Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no leak present, nor any evidence of fluid invasion noted on the device. However, as noted in b5, the adhesive between the acoustic lens and the ultrasound probe was found peeling and forming a gap. There were several over points of wear and wear noted throughout the device. These include but are not limited to defects in the images, scratching, and elongation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera ii ultrasound gastrovideoscope due to a leak noted at the connector plug. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the adhesive between the acoustic lens and the ultrasound probe was peeling and forming a gap. This report is being submitted to capture the peeling adhesive found during the device evaluation.